Manufacturer narrative:
Concomitant medical products: silicone ultraviolet-absorbing posterior chamber single piece foldable intraocular lens (elastic) with toric. (B)(4): evaluation results - visual inspection of the returned product showed a small piece of the lens stuck in the cartridge. There was evidence of a clear surgical residue, however, there was no visible damage to the cartridge. Conclusion: an investigation of the root causes of lens tears, similar to that stated in this claim, were addressed in a CAPA opened, which was subsequently closed. The CAPA addressed delivery system issues including all stages of manufacturing of the injectors and cartridges. Processes were reviewed and revised as opportunities for improvement were revealed. The CAPA also addressed handling errors. All injector/cartridge directions for use (dfu) have been modified to add further clarifications to instruct the users in the proper delivery techniques that are effective, and minimize the potential for damaging the lens. Based on the complaint history and the evaluation of the returned product, possible root causes for lens tears include both delivery system issues and handling errors by the customer. (B)(4).

Event description:
The customer reported that the aa4203tl silicone single piece lens got stuck and tore in the cartridge as the surgeon attempted to insert the lens. There was eye contact but the lens was not implanted. The lens was removed and the replacement was implanted without any injury to the patient.